Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and pelvic abscess ('abscess') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), cervical cyst ("nabothian cyst"), adnexa uteri cyst ("para tubal cyst") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain, pelvic abscess, cervical cyst, adnexa uteri cyst and endometriosis outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, adnexa uteri cyst, cervical cyst, dysmenorrhoea, endometriosis and pelvic abscess to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pif received : new event added (abscess). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. Pfs received. Essure is related to surgery.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), cervical cyst ("nabothian cyst"), adnexa uteri cyst ("para tubal cyst") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, cervical cyst, adnexa uteri cyst and endometriosis outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, adnexa uteri cyst, cervical cyst, dysmenorrhoea and endometriosis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Event injury nos was replaced with abdominal pain, events dysmenorrhea, nabothyan cyst, paratubal cyst & endometriosis newly added.. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and pelvic abscess ('abscess') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), cervical cyst ("nabothian cyst"), adnexa uteri cyst ("para tubal cyst") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, pelvic abscess, cervical cyst, adnexa uteri cyst and endometriosis outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, adnexa uteri cyst, cervical cyst, dysmenorrhoea, endometriosis and pelvic abscess to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. Pfs received. Essure is related to surgery.